Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H4: the lot was manufactured between june 19-20, 2024. H11: the actual device was received for evaluation. Visual inspection noted that the coil cap had separated from the housing. However, there was no evidence of loose elastomeric reservoir. Further the lug diameter of the housing was measured to be 1.242 inches; slightly lower than the specification. The cause of a loose coil cap could be due to the small housing lug diameter. However, the coil cap holds the stress member assembly to the housing of the device. The coil cap separating from the housing of the device does not represent a breach in the sterile fluid pathway and does not impact the fluid path of the device if the event occurred during infusion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a loose component; further described as "elastomeric reservoir presents a movement that suggests that it is loose". This was observed during preparation of the device containing 0.9% saline solution. There was no patient involvement. No additional information is available.